Manufacturer narrative:
Device eval by manufacturer: the athletis balloon was returned to boston scientific for device analysis. Visual examination identified that the balloon had been inflated. Visual inspection did not identify any issues with the balloon material, markerbands, shaft or tip of the device. A leak test did not find a rupture or drop in pressure when the balloon was inflated. The reported clinical observation was not confirmed.

Event description:
It was reported that a balloon rupture occurred. A 7.0mm x 40mm x 75cm athletis balloon was selected for a procedure in the brachial vein. Patient anatomy conditions revealed moderate tortuosity, 99% stenosis and mild calcification. During the procedure, the balloon was inflated once to 30 atmospheres (atms) for 10 seconds. During this inflation the balloon ruptured. The device was removed without problem using the normal method. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that a balloon rupture occurred. A 7.0mm x 40mm x 75cm athletis balloon was selected for a procedure in the brachial vein. Patient anatomy conditions revealed moderate tortuosity, 99% stenosis and mild calcification. During the procedure, the balloon was inflated once to 30 atmospheres (atms) for 10 seconds. During this inflation the balloon ruptured. The device was removed without problem using the normal method. The procedure was completed with a different device. There were no patient complications reported.